Event description:
It was reported, that "the cuff leaks". There was no reported pt injury and/or change in therapy. A device has not been returned to the mfg facility for analysis and investigation as of the date on this report. Limited info provided.